Event description:
Complainant alleged that during a routine shift check by a clinician,the device displayed message codes "status 42". The complainant indicated that there was no patient involvement in the reported failure.